Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found upon device analysis, but there was long charge time due to a charging storm.

Event description:
It was reported the device gave charge circuit time out message 16 days after initial implant. The patient had received 30+ shocks for rapid atrial rhythm. It was also reported the device was eol (end of life) within 16 days and there was an observation message that stated there was a charge time of 24.51 seconds. Premature battery change was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.